Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2017 and mesh was implanted. Six months, post op, (B)(6) 2007, the patient started having low levels of pain in the inguinal area of the abdomen. The patient called the doctor's office that performed procedure and was told he may have picked up something too heavy and the pain should subside. The patient had moved from (B)(6) to (B)(6) and has a physical showed a new hernia had developed in the inguinal area where the mesh was implanted and the new doctor indicated the mesh should be removed. The patient had reported that he has a recurrent hernia. It was reported that the patient experienced pain. No additional information is provided.